Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 12 mmol/l. The user alleged the insulin pump was under delivering insulin due to high blood glucose not go down. No harm requiring medical intervention was reported. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was ok for troubleshooting. Customer was hospitalized for diabetic ketoacidosis. The insulin pump will not be returned for analysis.